Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the event occurred with the second cartridge in which the firing couldn't be performed. The reported reload was connected to the handle and used in thoracoscopic lobectomy. The device was taken out and the nurse checked the opening and closing of the cartridge, and after the doctor clamped the tissue at the operative field and pressed the green button, it was not able to squeeze the handle and not able to fire, so the cartridge was stopped using and a new product was connected and used. It was able to fire with the new product without problems and the operation was completed. The surgical time was extended by less than 30 min. The status of the patient was reported as no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.